Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed outer insulation damage. The outer insulation was found to be twisted approx. 95mm from terminal end. It was concluded to be related to induced damage. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. The reported insulation damage and difficult to insert stylet allegations were confirmed. The analysis finding of induced damage (outer insulation twisted) was concluded to be related to an unintended use error. The observed damage is not deemed to indicate a product defect or malfunction. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation. The physician experienced difficulties advancing the stylet through the lead. The introducer was removed, and the stylet was able to be advanced. The physician attempted a second time with the introducer and different stylets, but it was unsuccessful. After these attempts, the outer insulation appeared to be damaged. The introducer was changed, and a blood clot was noted. A new lead of the same model was used to complete the procedure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation. The physician experienced difficulties advancing the stylet through the lead. The introducer was removed, and the stylet was able to be advanced. The physician attempted a second time with the introducer and different stylets, but it was unsuccessful. After these attempts, the outer insulation appeared to be damaged. The introducer was changed, and a blood clot was noted. A new lead of the same model was used to complete the procedure. No adverse patient effects were reported. The device is expected to be returned for analysis.